Event description:
Unit failed during pre-use check. No patient involvement or injury occurred. Had battery alarm, airway pressure alarm and various flashing lights on the front panel. Power supply board 1618 was replaced. The unit was calibrated and tested within manufacturer's specifications.